Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. Notes dated (B)(6) 2012 indicated that this vns patient had a past medical history of (B)(6). The notes also indicated that the patient continued to have breakthrough seizures but that the seizure frequency was significantly improved since vns therapy. The patient had generalized tonic-clonic seizures, complex-partial seizures and frontal lobe seizures. On occasion, the patient needed diastat to treat severe seizure activity. Notes dated (B)(6) 2012 indicated that the patient had a seizure on (B)(6) 2012 for which he was taken to the emergency room. During transport the patient aspirated and stopped breathing. There was no provoking factor for the episode but may have been triggered by fluctuating serum levels of his antiepileptic drugs. During follow-up, the physician stated that he did not know if the (B)(6) was related to vns as the event occurred prior to the patient being in his care, and the patient medical history was filled out by the patient's sister. No additional information was available. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.